Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was replaced to resolve the reported issue.

Event description:
The hospital reported that the tidal volume is not being achieved resulting in the loss of mechanical ventilation. The unit was replaced and case completed. There was no report of patient injury.